Event description:
The catheter became snagged while in the right atrium. Once removed, the tip of the catheter was found loosened from it shaft. The catheter remained intact with the top of the catheter secured to the shaft by the internal anchor wire. There was no injury to the pt.